Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by non¿health care professional stated that their child experienced tearing, blurry vision, eye pain, and impaired vision in both eyes after thirty to sixty minutes of wearing the lenses which were neutralized with the contact lens solution. The consumer sought care from an optometrist on multiple visits. According to the reporter, the optometrist identified retina damage, and a high-level degree of concern was felt and was advised to stop using contact lenses. At a later time, the consumer attempted to resume contact lens wear using the same solution without doctors advise and the symptoms recurred. The current status of the consumer¿s eye was improving at the time of this report. Additional information has been requested but not yet received.